Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-13763. It was reported that the patient presented for a post-operation check after an implant procedure that morning. Upon interrogation, the atrial lead exhibited abnormal parameters, including high capture threshold, and the lead was found to be dislodged. During the re-positioning procedure, it was noted that the set screw could not be removed normally. The physician attempted to pull the screw out several times, and finally, the screwdriver was pulled out with the screw, but it could not be rotated normally. The device was explanted and replaced due to screw connection issue. The atrial lead was successfully repositioned. The patient was in stable condition.

Manufacturer narrative:
The reported field experience of a stuck set screw was confirmed upon receipt. The atrial setscrew was stripped and the hexagonal edges of the returned torque driver were severely rounded making it anomalous. This behavior is consistent with procedural related damage due to high applied force. The atrial setscrew was reinserted and a lab torque driver was used to tighten the setscrews normally.